Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00064 on march 12, 2014. 05/13/2014 additional information: siemens investigated internally. Further internal investigation showed that the reagent lots are meeting specifications and are consistent with IFU results. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the troponin ultra high result during the correlation study is unknown. The updated biorad quality control (qc) ranges were reviewed with the customer. The qc performance was acceptable. The patient sample was serum and was frozen and saved for the correlation study. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample during a correlation study between reagent lot 078 and lot 079. There is no known report of adverse health consequences due to the discordant advia centaur xp troponin ultra assay result.